Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead warning was triggered and polarity was changed from bipolar to unipolar. The physician suspected fracture of the lead. The lead remains in use. No patient complications were reported as a result of this event.